Manufacturer narrative:
It was reported that the device repair was cancelled since the suspected device faulty parts are out of production. The olympus field service engineer reported that the device won¿t return to olympus for repair or device evaluation. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the high definition lcd monitor, failed to started after connecting to the power supply. The event occurred during preparation for use, prior to a gastroscopy procedure and the patient was not under anesthesia. It was reported that the procedure was successfully completed using another similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.